Event description:
The patient underwent a c-section in 2002. 17 days later, drainage from the center of incision was noted. 8 months later incision was opened and the synthetic absorbable suture was removed.